Event description:
On 20-sep-2024, intuitive surgical, inc. (Isi) received FDA medwatch report #5159079 stating: "stapler started rotating on its own. Surgeon could not control or straighten stapler to be removed. No firings at all." Isi performed follow-up and obtained the following additional information: the sureform 45 stapler instrument was not allowing the surgeon to take control. The site replaced it with another stapler instrument and the case was successfully completed with no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the sureform 45 stapler instrument involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined. A review of the advanced technical log for the sureform 45 stapler instrument associated with this event has been performed by an isi failure analysis engineer (fae). The following additional information was provided: the logs show this instrument was installed on the system 2x and fired no reloads. On install #1, the instrument failed to engage with the system. The logs also show error code 22020, with parameters of the error indicating that the roll axis hardstop verification check failed. On install #2, the system failed to detect the reload color, and the user manually selected the green reload color. No clamping or firing was performed. The instrument was then removed and not used in the procedure again. There were no additional stapler related errors in the logs.